Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected re-initialization orderly anomalies were noted. However, the formatted history file analysis has confirmed software error detected alarm due to software error line number 799 and file number 205. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer also reported that they received a pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported that they had unexpected re-initialization on the insulin pump. The insulin pump will be returned for analysis.